Event description:
Reporter alleged, that on (B)(6)2009, the pt received a discrepant blood glucose result of 506 mg/dl at 1:52 back to back with results of 534 mg/dl at 1:53 and 224 mg/dl at 1:58 on the inform system when testing was performed within 10 minutes. Reporter alleged, that on (B)(6)2009, the pt received a discrepant blood glucose result of 71 mg/dl at 3:52 back to back with a result of 139 mg/dl at 3:53 on the inform system when testing was performed within 10 minutes. Reporter alleged, that on (B)(6)2009, the pt received a discrepant blood glucose result of 63 mg/dl at 15:53 back to back with a result of 159 mg/dl at 15:54 on the inform system when testing was performed within 10 minutes. Reporter alleged, that on (B)(6)2009, the pt received a discrepant blood glucose result of 90 mg/dl at 0:18 back to back with a result of 180 mg/dl at 0:23 on the inform system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.